Event description:
It was reported that bd alaris smartsite pump infusion set was cracked the following information was received by the initial reporter with the following verbatim it was reported by customer that the infusion set tubing tip broke off into the indwelling IV catheter tip. Broken tip allowed blood/fluids to backflow out of the patient through the IV and while rounding on patient, this rn noted patient's primary tubing was disconnected from port-a-cath access. When attempting to reconnect, noted that primary tubing was broken off inside needleless cap on port needle tubing. Needleless cap removed and replaced. Primary tubing removed and replaced.

Manufacturer narrative:
Two sets model 2420-0007 was returned for investigation. The sets were examined for defects and abnormalities. Both male luer tips were broken. No other defects or abnormalities were observed. The customer complaint was verified. The root cause is unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents.